Manufacturer narrative:
(B)(4). Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. The following information was requested, but unavailable: did the white tissue pad melt? (See pictures show the pad being loose, but not fallen off the clamp arm; and another photo of the ¿groove¿) or did any of the white tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) If it was not the white tissue pad that did not have the issue, was it the active blade that fell off the device? If yes, did any piece fall into the patient? Was the piece retrieved? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during a laparoscopic salpingectomy procedure, at the end of the case the tissue pad was worn and detached. This was a short case with around ten activations on min and max. Case completed with same device. There were no patient consequences reported. One device was discarded.